Event description:
It was reported that the explanted device was received at med-el corp on october 29, 2008, without prior notification. The date of surgery per the surgical report was 2008. It is currently not known if a new date was implanted. Earlier information from 2006 and 2007: the patient had headaches and repetitive sounds when speech processor was both on and off. Headaches/sounds started around 1 month after surgery. There is little reason to believe the implant as the source of the patient's ailment. She reports a lessening of discomfort over time. The physician suspects her pain as a result of scar tissue during removal of the ground electrode during revision surgery. In 2006, the patient woke up in the middle of the night, while not wearing the speech processor with intense pain on the side of her head. This particular symptom occurred the one time only. The patient does have fairly persistent low-grade headaches and tinnitus-like symptoms. The clinic is encouraging her to receive treatment for symptoms not thought to be related to the implant. All indications ok, and within normal limits for the device.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.